Manufacturer narrative:
Follow-up #1: date of submission 01/14/2016 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the pump¿s black box and alarm history showed multiple cs 052 call service alarms. During testing, the pump powered on normally and displayed the verify screen. The pump performed the ez-prime¿ steps correctly and was exercised for 24 hours on a 1 u/hour basal rate with no cs 052 alarms or other warnings occurring. The pump case was removed and no intermittent conditions or moisture were found inside the pump. The complaint of the cs054/cs052/sleep call service alarm issue was not duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6) .

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted a 052 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.